Event description:
Implant date: 2005. It was reported that two screws broke. A revision surgery was done approx seven months post op. The tips of the screws remained in the pt.

Manufacturer narrative:
Device was not returned to MFR for eval. Unable to determine the cause of the event.